Event description:
While performing oral care using medline oral care kit, the green sponge easily fell off the suction stick and was in the back of pt's mouth. Pt is intubated and has etad with built in bite block. Pt also sedated at this time and not biting or moving with oral care. Gentle swabbing of tongue was being performed when noticed sponge had fallen. Immediately removed green sponge from back of mouth with yankauer and assistance by rn with pen light. Full piece was removed and no other piece visible.